Manufacturer narrative:
Section d4 expiration date was updated. The patient sample could possibly have a very high iga concentration. Based on the available data and the observed failure mode, there was no evidence of an instrument or a reagent issue. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable tina-quant iga gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 7682 mg/dl with a data flag. The sample was repeated using a decreased sample volume and the result was 7646 mg/dl with a data flag. The operator questioned the results, as they were above the assay measuring range, and the sample was repeated. On (B)(6) 2024 the repeated result with a 1:3 dilution was 24.6 mg/dl. The sample was repeated and the result was 28971 mg/dl with a data flag. The sample was repeated using a decreased sample volume and the result was 7443 mg/dl with a data flag. The sample was repeated using an increased sample volume and the result was 5.16 mg/dl. On (B)(6) 2024 the sample was repeated with a manual dilution (1:2 ratio) and the result was 8884 mg/dl with a data flag. The raw value, that was measured when using a decreased sample volume, was 3777 mg/dl. The final value when applying the dilution factor was 7554 mg/dl.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.